Manufacturer narrative:
Investigation results: three photos were received and evaluated. Two apparently sealed packaged safetyglide needles confirmed to be from batch #7121706 (305917) were seen in the photos. The packages¿ top web had a green stripe with a label that indicated product to be 21x1-1/2 on both packages. One of the needle hubs however was pink, which means it was an 18ga cannula. The second needle hub was green ¿ correct for 21ga cannula. Complaint history check indicates that this is the only complaint to date for mixed product against this batch, indicating an isolated incident for batch #7121706. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause scenarios: the mixed product likely occurred due to a poor line clearance. Based on the investigation and the information that we know today, we can conclude that it is possible for a few 18ga needles from the previous batch to not have been cleared from the line and ended up getting mixed in with the complaint batch. No containment action is recommended since the probable root cause identified poor line clearance potentially impacting only a few pieces in the entire batch #7121706 (p/n 305917). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that mixed product (product with a ¿pink cap¿) was packaged in the 21 g x 1 1/2 in. Bd safetyglide¿ needle package. There was no report of exposure, injury or medical intervention.